Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned. Three video review was reviewed. The first is a venogram from the iliac vein revealed a patent vein and inferior vena cava with no evidence of narrowing. The second is of the placement of a transjugular filter. The filter is being deployed with the legs failing to open. This is repeated in the final video. Therefore, based on the video review it conforms for the reported activation failure including expansion failures as the filter is being deployed with the legs failing to open. The reported difficult or delayed positioning is inconclusive, as no objective evidence was provided. A definitive root cause for the activation failure including expansion failures and failure to advance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure through the jugular vein, the filter legs were allegedly found to be not deployed. It was alleged that the repeated attempts to deploy the filter legs were unsuccessful. It was further reported that the release encountered resistance, but it can still continue. Furthermore, the sheath was withdrawn. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure through the jugular vein, the filter legs were allegedly found to be not deployed. It was further reported that the repeated attempts to deploy the filter legs were unsuccessful. Furthermore, the sheath was withdrawn. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.